Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the video system center had an intermittent e226 scope communication error. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and the legal manufacturer's final investigation. Additionally, d8, d9, h3, h4, and h6 fields were updated. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to a faulty printed circuit board, the display was intermittently blacked out or color bars were displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Issue 1 (e226 scope error) - based on the results of the investigation, and as the reported e226 scope error could not be reproduced, root cause cannot be determined. Issue 2 (display is intermittently blacked out or color bars displayed) ¿ based on the results of the investigation, root cause of the display issues identified during the device evaluation was localized to a faulty circuit board. Olympus will continue to monitor field performance for this device.